Event description:
I was implanted with the essure device and I've had numerous side effects take place: headaches, backaches, heavy periods, abnormal periods, no sex drive and etc. All at (B)(6)years old.